Event description:
As reported by the field, during an endovascular embolization of the middle cerebral artery, an EU ent4.5mmd 22mml wno dstl tp intracranial stent ( enc452200, 8269486) became impeded in the prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not pass through the microcatheter (mc). The physician removed the microcatheter and stent from the patient. The stent was found to be released in the microcatheter and the stent body was separated prematurely from the delivery wire. The stent body was remained in the microcatheter. The doctor switched to new devices to complete the surgery. There was no patient injury reported. Additional event information was received on 11-jan-2024 indicating that the physician did not torque the device. There was no evidence of physical material within the device. The stent was impeded in distal end of the microcatheter. There were no procedural delays.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4. Lot: the lot number was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00080.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b2, b5, d9, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during an endovascular embolization of the middle cerebral artery, an EU ent4.5mmd 22mml wno dstl tp intracranial stent (enc452200, 8269486) became impeded in the prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not pass through the microcatheter (mc). The physician removed the microcatheter and stent from the patient. The stent was found to be released in the microcatheter and the stent body was separated prematurely from the delivery wire. The stent body was remained in the microcatheter. The doctor switched to new devices to complete the surgery. There was no patient injury reported. Additional event information was received on 11-jan-2024 indicating that the physician did not torque the device. There was no evidence of physical material within the device. The stent was impeded in distal end of the microcatheter. There were no procedural delays. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages were observed. The involved stent was found detached in the hub; this was removed to perform functional analysis. Microscopic inspection was performed along the body of the prowler, and no damages were found. The device was flushed with a laboratory sample syringe. After that, a lab sample enterprise system was introduced into the received microcatheter and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The enterprise system was able to pass through the entire length of the microcatheter without significant resistance, even through the distal portion. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.